Event description:
It was reported there was intermittent telemetry wand failure. The wand was changed but fault still present. Screen went black. Re-boot was attempted, the screen was hazy, went black again, advising to shut down. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 229047 analyzer. (B)(4).